Event description:
A diabetes managment consulant call to report that the pump was in their possession and alarmed with an empty reservoir. Troubleshooting was not performed as they were driving at the time of call.